Event description:
Reportedly, in 2003 the pt had approx 1 foot of colon resected secondary to diverticular disease of the sigmoid colon. Per the or notes after the procedure was completed the pelvis was insufflated with irrigant and no bubbling was present at the site. The abdomen was irrigated with several thousand cc's of warm sterile irrigant. The next day the pt returned to the or for an anastomotic leak, small pelvic abscess, wound infection.